Manufacturer narrative:
Product analysis: at analysis it was determined that the patient cable was broken. The cable resistance measured +18.9o, -4.2o. The unit was returned to the customer unrepaired at the customer's own request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable received into service as an associated device with an external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.